Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 21/aug/2019. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were light brown in appearance. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from three separate openings on the radius portion of the shell. Under microscopic analysis. All three openings were noted to have striated edges consistent with surgical damage for device removal activities. Brown particles were noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to the FDA on 22/may/2019. Device labeling addresses the reported event as follows: precautions: placement of the balloon within the stomach produces a delay in gastric emptying and this can create a variety of expected and predictable reactions including a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed throughout the entire placement duration. Most patients acclimate to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced after placement, physicians should prescribe proton pump inhibitors (ppis) and antiemetics prophylactically and consider prescribing antispasmodics or anticholinergic medications for cramping due to accommodation of the balloon, and/or prokinetic medications for symptoms due to the delay in gastric emptying). Patients should be advised to immediately contact their physician for any unusually severe, worsening, or recurrent symptoms. The physiological response of the patient to the presence of orbera¿may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera¿ beyond 6 months. Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera¿ include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had noted "when physician went in to remove this balloon that it was partially deflated."